Event description:
Healthcare professional additionally reported "creases". Device has been explanted.

Manufacturer narrative:
Further investigation has been completed due to workmanship found during device analysis. According to the information gathered during the investigation, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. During the device analysis it was observed void on valve (vv of 6mm) side out specification per (B)(4) (texture side). Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, and curved openings. A leak test was performed and found two openings. A microscopic analysis identified a curved striated opening on radius side assessed as surgical damage and a curved opening on anterior side assessed as smooth opening. Fill inspection was performed and identified no blockage in the valve. Observed void on valve side (vv of 6mm) out specification per (B)(4) (texture side). Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage, a curved smooth opening, and the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. The reason for reoperation was reported to be due to a deflation.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "creases". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.